Event description:
Customer reported receiving a high reading on their precision xtra meter. Based on the reported reading, customer treated themselves with insulin, and then proceeded to experience a diabetic seizure. Customer was then transported to the hosp where they were administered an unknown IV treatment.